Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and loss of capture (loc) at 4.5 volts. Subsequently, a replacement procedure was performed, where this rv lead was surgically abandoned and successfully replaced with another lead. No additional adverse patient effects were reported outside the revision procedure.